Manufacturer narrative:
The unit was received with normal operating currents and no unexpected off or no power, battery out limit, low battery, or failed battery test alarms. There was no button error alarm during testing. The unit had intermittent button response due to a corroded keypad. The unit passed the self-test and after battery change error test. No after battery change alarm noted. The unit had a minor scratched lcd window, a cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report a battery out limit alarm and a button error alarm after battery change. The customer's blood glucose level was unknown. The pump was returned for analysis.